Event description:
The event occurred on an unknown date involving a tego® connector. It was reported that there were tego issues when they are doing their analysis. There was unknown patient involvement, and unknown human harm. Eighteen (18) devices used were received for investigation. Five (5) found to have silicone seal damages. This captures the first of 5.

Manufacturer narrative:
Received eighteen (18) used. List #d1000, tego¿ connector, appx 0.05 ml; lot # 13854649. Sample # 9 (this is the first of 5 that were found damaged) had errant silicone adhesive near the post interface that resulted in an inability to slide of the post during luer activation and subsequent seal buckling that resulted in flow occlusion during use. The probable cause of the top silicone seal damage is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The probable cause for the seal buckling is due to an inconsistent application of adhesive and/or lubricant during assembly. A device history report (DHR) lot # and relevant commodities were reviewed, the following discrepancy was identified: exception type: ncmr document ID#: 23799 lot #: 13763983 discrepancy: "during fa2 inspection on 10/5/2023 shift b2 for press8 item r1-3701(tego seal , one shot); molding qa found cavity y8 has damage at dimension 0.266 location on drawing c-6. After bracketing totes 22-23 were affected. Adding totes 24-28(tote 28 is a partial qty 8375); on 10/9/2023 dimensional qa shift b1 found cavities y2;y4;y5 and y7 failed dimension 0.002 +0.004/-0.002, measured at 0.0065 to 0.0075 max allowed is 0.006. Cavities y4 and y7 also have a burr.adding totes 56-58 ; on 11/24/2023 molding qa found cavity y3 failed membrane thickness measured at 0.008 max allowed is 0.006." A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.